Manufacturer narrative:
As the issues were noted during phaco and the laser treatment was reported to have no issues it is unlikely that the system contributed to the reported event. Surgical technique, patient movement, and patient anatomy, could have contributed to the reported event. Furthermore, a company representative was on site providing surgery support and evaluating the system at the time of this reported event. Per the service record, the company representative observed no problem with the capsulotomy or the function of the laser. All other cases were completed without an incident. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the laser portion of laser assisted cataract surgery of the left eye went well. The capsulotomy and hydrodissection were performed without issues. At the beginning of phacoemulsification the surgeon noted the lens started sinking into the posterior chamber, he lost the nucleus and cleaned the cortical material from the remnants of the capsule. The surgeon placed an intraocular lens in the sulcus and consulted with a retinal surgeon for additional surgery on the nucleus at a later date. The surgeon feels the radial capsule tear which occurred was related to the laser portion of the surgery. Additional information has been requested.